Manufacturer narrative:
The investigation found the drive wire returned disassembled and kinked. The handle cannula was severely kinked and buckled within the handle slide, but was able to move in and out of the sheath to open and close the basket. Once the basket was deployed, one basket leg was found kinked, and another was pressed against the opposite leg. The customer was able to operate the handle during the procedure, therefore the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an escape nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, there was difficulty opening and closing the retrieval basket inside the patient's ureter. It is unknown if a stone was present in the device when the malfunction occurred. The account reported no visible damage to the retrieval basket prior to the procedure. Another escape nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on march 8, 2010 that an escape nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, there was difficulty opening and closing the retrieval basket inside the patient's ureter. It is unknown if a stone was present in the device when the malfunction occurred. The account reported no visible damage to the retrieval basket prior to the procedure. Another escape nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."